Manufacturer narrative:
It was reported that the patient was placed under general anesthetic to undergo skin revision surgery on (B)(6) 2021. This report is submitted on 10 february 2021.

Manufacturer narrative:
This report is submitted on september 28, 2020.

Event description:
Per the clinic, the patient experienced an (B)(6) infection at the abutment site, and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.